Event description:
Shiley rec'd a copy of the hosp's operative report which indicates that the pt was admitted to the hosp for replacement of his bjork-shiley convexo-concave aortic heart valve due to a perivalvular leak. The operative report stated that the pt also underwent a repair of a 7 cm ascending aortic aneurysm during surgery. The pt survived surgery.